Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis found an insulation abrasion at 22-22.7cm from the connector pin. The is-1 cable insulation was exposed in the same area. The abrasion is consistent with friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.